Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the incision where the patients leads were implanted did not fully close. The physician performed wound cleaning and closure to prevent infection. The patient was reportedly doing well after the procedure.